Event description:
Reporter alleged blood glucose read hi at 11:52 am and a lab comparative measured 109 mg/dl at 12 noon. It was reported no treatment was received by the patient and controls were tested and found to be within an acceptable range. A request was made for the return of the suspect device and replacement product was sent.